Event description:
During a laparoscopic cholecystectomy procedure, the clips were out of sequence because they did not feed all the way to the top of the device. There was no pt consequence. The procedure was completed with another like device.